Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the upper and lower lips with .55 cc of juvéderm volbella® xc. About 3 months later, the patient experienced ¿multiple firm nodules palpable in both upper and lower lip, [and] mild edema.¿ that same day, the patient was treated with prednisone. The patient then had a dental cleaning 5 days later. The patient was treated with zithromax dosepak and a medrol steroid dosepak a week and a half later. The symptoms fully resolved 5 days later.